Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A diagnostics problem was found as three parity error counts occurred between (B)(6) 2011 16:29:00 and (B)(6) 2011 10:09:41.

Event description:
It was reported that the histogram and pacing percent displayed question marks instead of data and it was determined that the device had a power on reset. The patient is undergoing radiation therapy. The device was reprogrammed and remains in use. No patient complications were reported as a result of this event.